Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut into 3 segments. Extraction aids were found on the distal and medial fragments, it is reasonable to assume that the lead was cut during the surgery. The insulation of the returned distal fragment was found damaged due to wear. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the fixation helix was found bent, which probably occurred during the extraction procedure due to tensile stress. The quality documents accompanying the manufacturing process for this lead were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the lead functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this rv lead was explanted due to increased shock impedance.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that this rv lead was explanted due to increased shock impedance.